Event description:
Revised for loosening noticed that the cement was only on the bone left but not on the implant. Manufacturer of cement is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this once it has been completed. Investigation

Manufacturer narrative:
Examination of the returned product by depuy commercialized product development finds wear present on proximal and distal side of insert. The proximal side has laminar wear lines located on the condyles. Brown discoloration of the cement mantle noted on posterior side for both the medial and lateral side. Score marks noted on proximal portion of tibial tray. This correlates to the wear seen on the distal portion of the insert. Cement noted to have lime green hue. Discoloration noted on both of the returned pieces that are a similar brown color as noted on the cement mantle of the tray. It should be noted the cement used at primary is called palacos r+g from the company (B)(4) medical. Review of provided patient x-rays finds the femoral component has slight gap on both the anterior and posterior portion. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported 3113462 lot have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Product problem is not identified therein. Based on the inability to determine root cause, the need for corrective action has not been indicated.